Event description:
A prophylactic removal of pump to avoid in-vivo battery depletion was reported. It was also stated that there were no symptoms and the pump was on "watch list for low battery." Drug infused was lioresal.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The 5 ma 5 second pulse battery resistance was 403 ohms, which exceeded the battery specification upper limit of 317 ohms.